Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided any medical records to date. Without a lot number a review of the manufacturing records could not be conducted. The attorney alleges patient's complications were due to "failure of an internal ring assembly", however, this is in unclear and not specific as to what may have occurred with the internal ring in the composix kugel mesh. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - patient underwent an unspecified surgical procedure with implant of an unspecified bard davol composix kugel mesh. On (B)(6) 2015 - patient was admitted to the hospital with severe abdominal pain and internal bleeding. On (B)(6) 2015 - patient had a CT scan performed which allegedly confirmed "mesh erosion." The attorney alleges the mesh erosion was due to failure of an internal ring assembly. The patient was not deemed a good candidate for surgery. The attorney alleges the patient experienced abdominal pain and additional non invasive medical treatment.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. The attorney originally alleged that the patient's complications were due to "failure of an internal ring assembly." The new information provided by the patient's attorney does not make mention of "failure of an internal ring assembly." The attorney alleges the patient is consigned to a life of pain since she is not a good candidate to survive surgery to remove the composix kugel mesh. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - patient underwent an unspecified surgical procedure with implant of an unspecified bard davol composix kugel mesh. On (B)(6) 2015 - patient was admitted to the hospital with severe abdominal pain and internal bleeding. On (B)(6) 2015 - patient had a CT scan performed which allegedly confirmed "mesh erosion." The attorney alleges the mesh erosion was due to failure of an internal ring assembly. The patient was not deemed a good candidate for surgery. The attorney alleges the patient experienced abdominal pain and additional non invasive medical treatment. Addendum to the previous information provided based on an attorney response letter and an implant tracking log provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with an incarcerated incisional hernia and underwent repair with implant of a bard composix kugel hernia mesh. On (B)(6) 2015 - patient was diagnosed with severe abdominal pain which persists presently and is allegedly caused by erosion of the bard composix kugel mesh. On (B)(6) 2015 - patient underwent an esophagogastroduodenoscopy (egd) and a CT scan which allegedly confirmed the diagnosis of erosion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - patient underwent an unspecified surgical procedure with implant of an unspecified bard davol composix kugel mesh. On (B)(6) 2015 - patient was admitted to the hospital with severe abdominal pain and internal bleeding. On (B)(6) 2015 - patient had a CT scan performed which allegedly confirmed "mesh erosion." The attorney alleges the mesh erosion was due to failure of an internal ring assembly. The patient was not deemed a good candidate for surgery. The attorney alleges the patient experienced abdominal pain and additional non invasive medical treatment. Addendum to the previous information provided based on an attorney response letter and an implant tracking log provided to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with an incarcerated incisional hernia and underwent repair with implant of a bard composix kugel hernia mesh. On (B)(6) 2015 - patient was diagnosed with severe abdominal pain which persists presently and is allegedly caused by erosion of the bard composix kugel mesh. On (B)(6) 2015 - patient underwent an esophagogastroduodenoscopy (egd) and a CT scan which allegedly confirmed the diagnosis of erosion.